Event description:
The customer alleged that she performed a control test using her breeze2 system and received a result of 195 mg/dl. A normal control range was not provided, but should be around 90-125 mg/dl. No adverse events were alleged. The customer declined to troubleshoot or provide product info. A replacement meter was sent to the customer.